Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor while sleeping. The customer's blood glucose reading was 43 mg/dl at the time of incident and customer treated with juice. The customer declined to troubleshoot. No further details given.